Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to a combination of patient anatomy (rotated heart) and procedural conditions associated with poor imaging. The image resolution poor appears to be related to patient and procedural conditions as poor imaging was reported due to patient¿s rotated heart. The mitral regurgitation appears to be related to the migration (partial clip movement). Mitral regurgitation is a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for migration and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. The heart was rotated and made imaging poor. One clip was implanted reducing the mr to 2+. A follow up transthoracic echocardiogram (tte) was performed on (B)(6) 2022. An echocardiography sonographer noted a possible single leaflet device attachment (slda) and the mr returning to 4+. The physician then reviewed the images and noted it was a partial detachment and that part of the posterior leaflet still remained in the clip. No additional clip will be implanted or additional treatment will be performed. There was no clinically significant delay in the procedure. No additional information was provided.